Event description:
The customer reported an unexpected shutdown during a procedure on (B)(6) 2013. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.